Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Your report of a damaged adapter was confirmed, and the cause appeared to be manufacturing related. One photograph and one 22g IV catheter were provided for investigation. The thread on the blue catheter adapter was deformed, and the characteristics of the deformation were consistent with damage that can occur during manufacturing whether the adapter came in contact with equipment or a possible misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that, during a 22ga catheter insertion, I was unable to adapt a valve because the screw thread was defective. Clinical consequences observed bleeding, placement of a new catheter, delay in management.

Manufacturer narrative:
Our quality engineer inspected the photographs submitted for evaluation. Your report of a damaged thread was confirmed; however, the root cause could not be determined from the three photographs that were provided for investigation. The photographs showed a 22g insyte autoguard IV catheter with evidence of use. The IV catheter was positioned within a vial. The image quality was poor, but the threaded end of the blue adapter appeared to be deformed. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. A device history record review showed no non-conformances associated with this issue during the production of this batch. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.